Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen was not working properly. Reportedly, the interface of the pump appeared to have several lines going across the screen and subsequently, the touchscreen became unresponsive. Customer¿s blood glucose was 252 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.